Manufacturer narrative:
Complaint conclusion: during an angiography procedure the tip of the guidewire was found to be bent and uncoiled. The tip appeared frayed and two ends were noted to be sticking up but was not completely broken off or separated into two pieces. The wire was removed from the dispenser in a normal manner, was not kinked or damaged in any way prior to insertion into the patient nor was the wire reshaped by the user. The lesion was not a chronic total occlusion (cto). A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. The issue occurred when moving from the iliac artery into the sfa. The target lesion was the popliteal artery. The wire tip was visible on fluoroscopy throughout the procedure. There was difficulty tracking through the vessel when the device suddenly stopped. The torque response was normal up until the resistance. The wire was not advanced through an existing stent nor did it repeatedly prolapse. The wire did not become fixed or caught at any time prior to the issue and was not torqued against resistance. The wire was removed intact in one piece from the patient. There was no report of patient injury. A non-sterile unit of endovascular wires & metals sgw storq .035 180cm str std, was received coiled in a plastic bag. Core wire fracture was observed approximately at 2 cm from distal tip end. No other anomalies were found during visual analysis. Functional analysis could not be performed due to the core wire fracture observed at distal tip end. Sem results showed that the core wire presented on its both sections of the fracture evidence of reverse bending. These characteristics are related to a fatigue conditions that produces weakness on the material until fracture. No other anomalies found during sem analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer ¿distal tip/ frayed/split/torn¿ was confirmed as the condition as the product was received. The reported failure by the customer and ¿guidewire / tracking difficulty¿ was not confirmed since the product could not be properly evaluated due to the fracture found on the core wire of the guide wire. The cause of the events experienced by the customer as well as the fracture observed could not conclusively determined. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Based on the information available and without films of the event, it appears that the difficulty experienced may have been caused by the operational context of the device and/or patient factors and is not related to a product quality issue.

Event description:
It was reported that during an angiography procedure, the tip of the guidewire was found to be bent and uncoiled. The tip appeared frayed and two ends were noted to be sticking up. The tip was not completely broken off or separated into two pieces. The wire was removed from the dispenser in a normal manner. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not reshaped by the user. The lesion was not a chronic total occlusion (cto). A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel. The issue occurred prior to making it to lesion, when moving from the iliac artery into the sfa. (Superficial femoral artery). The target lesion was the popliteal artery. The wire tip was visible on fluoroscopy throughout the procedure. There was difficulty tracking through the vessel when the device suddenly stopped while in the vessel when resistance was felt. The torque response was normal up until the resistance. The wire was not advanced through any existing stent. The wire did not repeatedly prolapse. The wire did not become fixed or caught at any time prior to the issue. The wire was not torqued against resistance. The wire was removed intact in one piece from the patient. The device never made it to the lesion. There was no report of patient injury. A same-like product was used to complete the procedure. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.